Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged during the pre discharge check as confirmed via x-ray. A revision procedure was performed wherein the physician extracted the ra lead and replaced it with an alternate. No additional adverse patient effects were reported.